Manufacturer narrative:
The reported malfunction of device "failed to discharge" was observed during review of the activity log and determined to related to how the user attempted to discharge the device. The device had internal handles attached and the user was attempting to discharge using the shock button located on the device instead of using the discharge button located on the internal handles. The reported malfunction of "defib output out of specification" post event was observed in the activity log but not duplicated. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge with internal handles attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing the defib output was out of specification.